Event description:
It was reported that the programmer had issues starting up and it was further noted that it may also have an issue with its fan. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had issues with starting up, it was noted that it had a 0502 error and the media processing unit was therefore replaced. Analysis also confirmed the customer comment that the system fan was noisy and it was also replaced. (B)(4).